Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to blank display anomaly. Pump had broken battery tube threads, minor scratched display window, broken battery cap and battery cap metal stuck inside the battery tube.

Event description:
Customer reported via phone call to have a blank screen display and battery would completely deplete with no warning. Customer's blood glucose was 360 mg/dl. During troubleshooting, customer reported that battery cap and battery compartment was corroded. After troubleshooting, customer was advised that insulin pump would need to be replaced.